Event description:
This case was reported by a consumer and described the occurrence of anemia in a patient who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the patient started super poligrip original denture adhesive cream. At an unk time after starting super poligrip, the patient experienced anemia and numbness of her fingertips. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4). The lot number for this product is available and quality testing is pending. (B)(4).